Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not in automode at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as display was blank. The customer¿s blood glucose level was 430 mg/dl. Customer treated with manual injection for high blood glucose. Customer was assisted with troubleshooting. Customer states they changed the battery and insulin pump was dead. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was not blank currently. Customer states the contacts on the battery cap were missing. Advise customer to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.